Event description:
Event description guidant received information that during a on month follow-up visit, loss of capture was noted from this ventricular lead. The lead was explanted and upon visual inspection tissue was noted on the tip of the lead.